Event description:
Additional information received reported imaging was performed (B)(6) 2016, which identified complete resorption of thalamic hemorrhage. An update to signs/symptoms indicated progressive recovery of the "deficit" was observed. There was improvement of hypokinesia, improvement of instability, no signs of alarm. There was no signs of endocranial hypertension, no hydrocephalus, and no mutism. The patient would continue to be observed during follow-up visits.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial # unknown, product type lead.

Event description:
Information received from a healthcare professional via a clinical study reported the patient had hemorrhage in the brain. It was noted when the procedure was finished the patient had not woken up. "A tc was performed and blood was observed in the path of the right electrode." Diagnostics included imaging and neurological observation in intensive care unit, which showed right thalamic hemorrhage with ventricular drainage on (B)(6) 2016. Imaging a day later in the intensive care unit continued to show a right thalamic hemorrhage with ventricular drainage. No actions were taken and the event resulted in in-patient hospitalization. The patient was released from the hospital and would continue to be observed during follow-up visits. Etiology was reported as not related to the device or therapy and related to the implant procedure. Etiology was also noted as due to surgery/anesthesia. The outcome was ongoing. Information was received two weeks later that reported the patient had improved motor function and had no mutism. The patient was going to be continued to be observed.

Event description:
Additional information received reported the outcome was resolved without sequelae (B)(6) 2016.